Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphadenopathy manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative left-sided rupture and right-sided lymphadenopathy and surgical intervention. The right-sided lymphadenopathy was observed on (B)(6) 2017, and a biopsy was performed. MRI performed on (B)(6) 2021 indicated left-sided rupture. The diagnosis of the rupture was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3504751bc, left serial #: (B)(4), right catalog #: 3504501bc, right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.